Event description:
It was reported that during a stent procedure in a proximal lad, after the stent was advanced to the lesion site, it was decided that a 25mm length was needed. The delivery system was then pulled into the guiding catheter, (not according to the IFU), upon removal it was noted that the stent was missing. The stent was seen in the left main. An attempt to snare the stent failed, and pushed it into the distal circumflex. At this time a wire was passed down along side the stent and a dilatation catheter was used to affix the stent to the vessel wall. Subsequently, another company's stent was deployed over the multi-link. The patient reportedly tolerated the procedure well.